Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: failure analysis: investigation showed that the returned loaner failed the incoming test (overheated and high quiescent power) due to transducer failure. The transducer and housing assembly were replaced, the handpiece was retested, and the handpiece passed all the testing parameters. Root cause analysis: transducer was defective after 25 years in the field. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Cusa excel 36khz straight handpiece was not returned for evaluation ; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. The device was manufactured in 1998. Review of service history confirmed one previous complaint for this device, no adverse trends noted. Based on the reported failure of overheated and high quiescent power the complaint may have been a result of transducer failure. However, without testing device it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility returned the cusa excel 36khz straight handpiece each1 (c2602) to our service department. During testing of the handpiece by an integra technician, the handpiece failed the incoming test; it overheated and had high quiescent power. There was no patient involvement or user injury.